Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a changeout procedure and this product was explanted and replaced for battery depletion.

Event description:
Boston scientific received information that the remaining battery longevity measured one year, then approximately four months later, the device declared end of life (eol). The pacer dependent patient with this device was reportedly not feeling well, however, no specific adverse events were noted. No pacing inhibition was reported.